Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to unknown reason.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.